Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient and her husband were travelling to a friend's house when the patient passed out in the car. When they got to their friend's house, the patient was provided a glass of juice and a finger stick was taken and it was 50 mg/dl while the cgm was 125 mg/dl. There was other medication provided to the patient, only juice. At the time of the report, the patient was feeling fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.